Manufacturer narrative:
Findings: pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump had corroded motor home switch. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip.

Event description:
It was reported that the insulin pump got damaged. The customer¿s blood glucose level was 13.4 mmol/l. The customer stated that his pump has water in the screen. Instructed customer the insulin pump will be replaced and to revert to back up plan. The insulin pump will be returned for analysis.